Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the medium-large clip applier shifted before hitting the clip. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the surgeon tried to apply a clip, the wrist of the instrument made an angled move. The issue only occurred once. The customer immediately replaced the instrument with a backup to resolve the issue. The customer did not exchange out the drape. The drape has been discarded and the lot number of the drape was unknown. No photographic images or video recording was available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clip test was performed and passed without any issues. The instrument was fully functional. There was no problem detected. A review of the device logs for the medium-large clip applier (part # 470327-12, lot/ serial # (B)(4)) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2021 via system serial # (B)(4). There were 13 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument jerked/ moved in an unexpected way when clipping was attempted). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.